Event description:
This valve was explanted due to paravalvular leak.

Manufacturer narrative:
Description of event - on 2/22/1991, dr. Implanted 27 mm mital st. Jude medical mechanical heart valve (mode 27mec-102). Seven years postoperatively, on 1/20/1998, dr. Hosp, explanted this valve due to paravalvular leak. This was the pt's fourth mitral valve replacement. 29 mm mitral st. Jude medical mechanical heart valve (model 29m-101) was then implanted, and pt was reported as stable postoperatively. Results of investigation - the valve was received in st. Jude medical heart div fer analysis lab in specimen container, inside valve's original packaging box, in dry state. Sewing cuff was brownish-gray in color, contained several cuts, and small amount of grayigh tissue, located near inflow and outflow rims of orifice. One leaflet remained housed in orifice, intact, and exhibited slight resistance to movement, most likely due to presence of dried substance in recessed pivot areas. The outer leaflet was fractured into two pieces; major radius piece, which had broken off from right above flat region to left above flat region, and straignt edge piece, which included both leaflets ears and remained housed in orifice. Carbon surfaces of valve were covered with dried substance appearing to be blood and/or body fluids. Valve was steam sterilized, cleaned, and sewing cuff was removed. Valve was then visually examined at 10x magnification for any anomalies on surfaces of leaflets and orifice. Previously mentioned for any anomalies on surfaces of leaflets and orifice. Previously mentioned fractured leaflet was identified as right leaflet, utilizing index point on orifice as reference point. The left leaflet and orifice were fond to be unremarkable. Due to fact right leaflet was fractured, accurate results could not be obtained from performance tests, such as pulse duplicator and functional leakage test, or from dimensional inspection. Therefore, valve components were disassembled (leaflets were removed from orifice), and valve was forwarded to scanning electron microscope (sem) analysis to evaluate the fracture damage detected on right leaflet. Sem analysis displayed previously mentioned fracture across right leaflet, which resulted in two leaflet pieces; major radius piece, and straight edge piece, which contained both ears. Small chip fragments were observed near fracture line on inflow side, and outflow side of fracture line was relatively free of chip fragments, and exhibted smoother, cleaner fracture edge. Appearance of these characteristics indicated that fracture event initiated on outflow side of leaflet, propagating through thickness of leaflet to inflow side. External force appled to leaflet most likely was in contact with major radius portion of this leaflet, which over stressed carbon material and resulted in fracture. Multiple small cracks were evident on inflow side of right ear of right leaflet, located near above flat bend region. Appearance of these marks suggested contact from hard sharp object or tool, such as forceps, which acted a